Manufacturer narrative:
(B)(4). Devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt was having a loss of effect. The catheter was accessed and they were unable to aspirate csf. The pt was taken to the operating room and the catheter access port was again accessed through the skin and they were unable to draw back any csf. They then opened up the pt's back and there was csf flow from the small part of the catheter. The surgeon decided to replace the spinal portion of the catheter as well, because there was inconsistency in flow. The spinal segment of the existing catheter was cut off, tied, and left in place. The pump was replaced because as the surgeon was removing the pump from the pocket to put the new catheter on, he damaged it a little bit and he did not feel comfortable putting it back in place. Another reason for replacing the pump was that the pt was receiving compounded baclofen via the pump; it was felt that it may be why the pt wasn't receiving therapy. It was noted that during the procedure, the snap on sutureless pump connector would not disconnect from the pump without use of a surgical instrument; the plastic housing just kept slipping down. The pt's baclofen dose was reduced from 600 micrograms a day to 200 micrograms a day. The pt was discharged to home and feeling better effect from the 200 micrograms a day than the 600 micrograms a day. The pt recovered without sequela.